Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system prn leaked during the penetration. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that the prn leaked during penetration. The prn was replaced aferwards."

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system prn leaked during the penetration. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that the prn leaked during penetration. The prn was replaced aferwards."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8302712. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by your facility was subjected to leakage testing, the results from our testing were unable to identify any leaks occur in the provided unit under product specified usage. Unfortunately with the ability to duplicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.